Manufacturer narrative:
The reported events of failure to capture and poor sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead exhibited failure to capture and poor sensing. The lead was ultimately not used and replaced with new lead. Patient condition was stable.